Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon sensor pod removal, sensor wire became detached from sensor pod. Patient inserted sensor in arm which is not an approved site. Foreign distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.